Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., h.4., h.6.

Event description:
Patient also reported right side "shape keeps changing" and "trouble sleeping".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: "they have the recalled implants", ¿pain, deflation, hardening of the breast¿ and "they need to come out.¿

Event description:
Patient reported they "have the recalled implants", ¿pain, deflation, hardening of the breast¿ and that "they need to come out.¿ the device remains implanted. This record is for an unknown side.